Event description:
When the physician tracked the stent delivery system (sds) through the 6fr. Raabe up and over sheath, he felt some resistance with the sheath. When he pulled the catheter back, he noticed that the stent had become loose on the balloon. Therefore, he removed the system from the pt and another stent delivery system of the same size was used to successfully treat the lesion. The pt is a male. The vessel was described as tortuous and severely stenotic. The target lesion was the left iliac artery. The product was properly inspected and prepped, prior to use. The physician used an amplatz ss wire to access the lesion due to the tortuosity of the vessel. The lesion was not pre-dilated . The physician stated that he did not try to force the device through the sheath as he was concerned that the stent would dislodge in the pt. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30.